Event description:
A nurse reported the intraocular lens (iol) would not unfold after insertion into the patient's eye. A small enlargement of the incision was made to remove the iol, one suture was placed.

Manufacturer narrative:
The lens was received and inspected under 10x illuminated magnification. A small cut near the edge of the optic and one distorted haptic were noted. Lens was folded and unfolded without difficulty. The cause of this event could not be confirmed. All information available is included in this report.